Event description:
It was reported that a posey bed - acute care/ltc model 8050 has a tear on the mattress envelope, no specific location provided. No pt injury reported.

Manufacturer narrative:
Mattress envelope torn - eval: results: (other) - large window a the zipper's slider body is open and missing a snap. Front side a the literature bag is damaged. Left side d has a 6 inch vinyl tear in the straps. Backside b the mattress envelope pt surface has a 2 foot tear. Right side c vinyl torn in the straps. The customers complaint of a mattress envelope tear was confirmed.